Manufacturer narrative:
Age of device: 1 year, 1 month, 15 days. Investigation summary: a specific cause of the reported event could not be determined through this investigation. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii lvas. This IFU, as well as the hmii lvas patient handbook, also provide information on mitigating infection risk. The implant kit was shipped with the heartmate ii lvas IFU (document 106020-wcd, rev. D). This IFU lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection as well as suggested responses in the event of infection are included in section 6 "patient care and management" (under "caring for the driveline exit site" and "controlling infection"). The heartmate ii lvas patient handbook (document 106022, rev. G) was also available at the time of implant. Section 4 "living with the heartmate ii" includes care instructions in regards to preventing infection and instructs the user to check the driveline exit site daily for signs of infection. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an abscess developed to the right lateral area of driveline exit site on (B)(6) 2018. Patient was seen by infectious disease and was off and on IV antibiotics. No microbiology labs were performed. There were no elevated white blood cells (wbc) on complete(cbc). An xray of kidney, bladder, ureter (kub) was done that showed a possible mild ileus on (B)(6) 2018 but no abnormal air fluid level was detected. Patient did not have any incision/drainage or other procedures to the site. Patient was on intravenous (IV) antibiotics with improvement in the area. Patient experienced some bleeding from the incision site which resolved. There were no alarms with movement. No significant weight changes were reported. No further information provided.